Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported coupling issues. 3-4 weeks ago they charged everything up and spent 45 minutes to an hour trying to charge their stimulator. It showed inactive. The patient reported discomfort on right hand side while they were recharging (electricity going through the body or feels like the metal is hitting the skin and burning) a layer of clothing was not used and a belt was not used. They stated the recharger app showed searching on the screen.  The following troubleshooting steps were performed; reset the recharger, located the ins by looking for incision and/or palpating the ins (patient said they can't feel the stimulator like they used to. Feels like it moved), repositioned the recharger, moved the charger away from the lead, apply comfortable pressure to the recharger, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing . When patient added clothing the sensation stopped. Patient was standing and patient services told them to sit down. The issue was not resolved through troubleshooting. Patient got 10% charge, excellent connection and my therapy off. Explained once it is charged to 100% they will need to turn the therapy on. Patient services told them to call back for help if they didn't know how. Patient kept losing the connection of the recharger with the stimulator. Patient said, their arm was too tired and they had no one there who could help them. The patient was redirected to their healthcare provider to further address the issue. Patient said, they preferred a medtronic representative come to the doctor's office to help them. The patient's relevant medical history included patient said they can't use their right hand to hold up the recharger because they have a torn rotator cuff. They are going to need to get the stimulator charged because they need an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.